Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The ev1000a platform was returned for evaluation. The ev1000a system was ran for the burn-in test for over four hours the screen never froze. There were no error messages observed. It passed all tests without any issues found. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Corrected data: report 2015691-2019-03195 - follow up 1: date missing. Date: 04-sep-2019.

Manufacturer narrative:
Patient demographics provided.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. There is no previous related record of servicing. There is no escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this ev1000 system with a patient, the screen froze after 3 hours of anesthesia during an operation. The values that remained frozen were the cardiac output, the stroke volume variation and the stroke volume. There was no alarm or error message displayed. The system was replaced immediately. There was no issue with the flotrac sensor. There was no allegation of patient injury. The product was available for evaluation.